Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Deformation of the device was noted. A conclusive root cause for the event could not be determined. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported a patient underwent an initial hip arthroplasty on (B)(6) 2016. During the procedure, it was noted by the surgeon the liner was not seated flush. The surgeon attempted to remove the liner but was unsuccessful. The cup and liner were removed from the patient, resulting in a delay greater than 30 minutes. The procedure was completed with another liner and cup.